Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they did notify their managing physician regarding the issue and did not turn the stimulation off when they had their teeth cleaned. When asked what the cause of the their mouth tremor/movement was, the patient responded that they ¿didn't go to the dental doctor¿ (conflicting information). The patient stated that they felt like they hit a nerve when their teeth were being cleaned. The mouth movement/tremor issue was reported as resolved. They mentioned that it started last year around june when their teeth were cleaned. An MRI was done did not find anything. It was also reported that they patient went to a ent doctor who did not find anything. The patient asked what they could do for the mouth tremor. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had problems with her mouth since 2017, about a year ago, after x-rays and dental work were done. The patient had standard cleaning and x-rays at the dental appointment. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Date of event was reported as 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went to (B)(6) where they had their teeth cleaned but did not turn the implantable neurostimulator (ins) off. They stated that they had a tremor in their mouth and the wondered if not shutting the device off caused this. The patient mentioned that they had their teeth cleaned 4-5 times and this was a regular cleaning which occurred on(B)(6) 2017 (¿she thinks¿). They further mentioned that they did not see a dentist for the cleaning and that ¿it was just someone¿ who did it. The cleaning hurt their teeth and the patient wasgiven something for the pain. The patient also reported they had ¿movement in lip¿ in 2017 (month unknown) and saw they primary care physician (pcp) who gave them stress tablets and the issue went away but the tremor/movement moved to their mouth (2017- month unknown). The patient saw their pcp and a ear/nose/throat doctor and was sent for an MRI but they could not find anything. The patient thought when they cleaned their teeth that, maybe, they hit a nerve, but was told by the dentist¿s office that they couldn¿t have hit a nerve. They stated that the mouth tremor was still occurring in (B)(6) 2018 and was still going on. The patient was told to follow up with the doctor for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they had not been to the doctor since calling in, there was conflicting information as they also stated they had an appointment related to the event on (B)(6) 2018. The reported tremors in their mouth and shaking head as actions/interventions taken to resolve the mouth symptoms they had experienced. They also reported they had not had the device checked since their car accident. When asked to list any available appointment dates related to the event and whether the car accident affected the implant they responded, no, somebody ran red sign hit from back. They reported they were on ciprofloxacin 500 mg for urinary tract infection when they had previously called in. They did not know if the antibiotics were related to the device/therapy.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and their spouse: it was reported the patient said she started experiencing some medical symptoms after she had an x-ray but did not turn stim off. Patient was concerned that not turning stim off for the x-ray caused her medical symptoms. Patient said these symptoms started close to 2 years ago after going to the dentist, having her teeth cleaned and dental x-rays where she did not turn stim off. Patient later reported this was last year. Patient also reported she had an MRI but had turned stim off for the MRI. The medical symptoms experienced were problems with her mouth and jerking a little bit, patient also used the words shaking symptom, spasms and tremor to describe the problem with her mouth. It was noted the patient¿s words were very difficult to understand during the call. Patient said she has gone to lsu and they gave her some antibiotics and she will go back. Reason for antibiotic/dates were not given in the report. Patient¿s husband said the patient had finally gone to her family doctor who wanted her to check with medtronic about the symptoms. Patient said when she turns stim off, her mouth problem symptoms are the same, whether stim is on or off. Patient also reported issues with her stomach and she had an MRI down to her stomach last year. The compatibility info for x-ray and MRI were reviewed with the patient. When asked whether there were any falls or trauma that may have contributed to the issue patient reported a motor vehicle accident. Patient¿s husband came on the phone who reported patient had been in a car accident last year and had gone to the chiropractor after that. The compatibility information for chiropractic and diathermy were reviewed. Patient was sent the therapy manual and redirected to their doctor to report and resolve their symptoms. No further complications were reported or are anticipated.